Event description:
The customer reports that the ventilator malfunctioned, while it was connected to a patient. When the hospital tested it afterwards, it failed internal leakage test during pre-use checks and displayed an error message "system volume too large." There was no patient injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.